Manufacturer narrative:
The bezel was returned for evaluation, the root cause remains the same as what has been documented in the additional manufacturer narrative on follow-up 1.

Manufacturer narrative:
B4: 23sep2021. The remote service engineer determined the front bezel needed to be replaced. The authorized service provider replaced the front bezel, and the issue was resolved. Parts were not received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of report: 20july2021. There was no patient involvement.

Event description:
The customer reported that the navigation ring does not function. There was no patient involvement.